Event description:
According to the article titled, "laser interstitial thermal therapy for glioblastoma: a single-center experience" written by jeffrey traylor, md., the following complications were described: two patients with butterfly gbm treated with litt experienced serious complications leading to death. One patient experienced decreasing consciousness and oxygen saturation which led to being transferred to hospice and death approximately 20 days post surgery. The other patient experienced hyponatremia ultimately diagnosed as siadh (syndrome of inappropriate antidiuretic hormone secretion) and died approximately 3 months post-litt surgery due to underlying malignancy progression. Patients also experienced persistent new or worsened motor deficits (17 patients) and seizures (4).